Manufacturer narrative:
It was found that the pinch valves on the analyzer were overdue for replacement.no further issues were reported.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t assay and elecsys ft4 ii assay results for 2 patient samples on a cobas e 411 immunoassay analyzer. For patient (B)(6), the initial troponin result was 170 ng/l. The repeat result was 20 ng/l. The customer questioned the difference between the initial and repeat results and repeated the sample again. The second repeat result was 170 ng/l. The exact dates of testing for patient (B)(6) were requested but not provided. For patient (B)(6), the initial ft4 result was 100 pmol/l on (B)(6) 2023. The first repeat result was 17 pmol/l and the second repeat result was 17 pmol/l. No questionable results were reported outside of the laboratory. The reagent lots and expiration dates were requested but not provided.